Event description:
It was reported that the dexcom g7 continuous glucose monitor (cgm) was not displaying glucose readings on the ilet pump for several hours, with the pump showing a brief sensor issue and sensor error indicators; support advised toggling the sensor settings and repairing the sensor. No adverse clinical symptoms were reported and blood glucose remained unaffected. Outcomes included temporary loss of automated cgm data to the pump, and continued therapy without escalation or health impact. User support included review of device history and troubleshooting steps. Investigation of this case revealed intermittent cgm data availability consistent with a brief sensor issue and communication disruption between the cgm and the pump, with no evidence of hardware failure on the pump. It was concluded, based on previously established findings for similar reports, that the cause was a transient cgm sensor or connectivity issue.